Manufacturer narrative:
Product investigation is in progress.

Event description:
Allergy [hypersensitivity] shed cotton fluff when I used it. The cotton fluff will be left in my body [foreign body in reproductive tract] product will shed cotton fluff when I used it [device breakage] case narrative: consumer reported via phone that the tampon shed cotton fluff during use and it remained in her body. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Allergy [hypersensitivity]. Shed cotton fluff when I used it. The cotton fluff will be left in my body [foreign body in reproductive tract]. Product will shed cotton fluff when I used it [device breakage]. Case narrative: consumer reported via phone that the tampon shed cotton fluff during use and it remained in her body. No serious injury was reported.